Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during a cataract procedure two ophthalmic visoelastics had fiber/string in that and had a contact with patient. There was no harm to the patient. Additional information has been requested but none received till date.

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. No sample was returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. Since no manufacturing related deviations were identified and no sample has been returned, a conclusive root cause could not be determined. A potential root cause for foreign material could be attributed to: a component related issue. This is unlikely as during incoming inspection and during in process control no deviations were reported concerning this complaint. An incident during filling. This is unlikely as no in process control deviations related to this complaint were reported during filling. A root cause outside the control of the manufacturing site could not be eliminated. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no action is initiated the manufacturer internal reference number is: 2022-57773

Manufacturer narrative:
No similar complaints have been received so far for this lot. All batches are released according to the required specifications. No material deviations were reported for the used syringe and stopper. During assembly, blistering and packaging the operators wear protective clothing and hair caps. Investigation showed that no in process control deviations related to this complaint were reported during filling. The syringes are 100% inspected after the filling operation : scrap percentage is within a normal range. Investigation showed that no deviations related to this complaint were reported in the batch record assembly: at each start up assembly, every 30 minutes and at the end of the work order a check of 24 successive syringes is performed as an in process control check. Foreign material is not a specific parameter that is checked for. No deviations related to this complaint were reported in the batch record blistering. At each start up blistering, every 30 minutes and at the end of the work order a check of 12 blisters is performed as an in process control check. No deviations were reported. A partially used syringe was received as complaint sample, together with a sealed container with liquid. Investigation showed a small fiber present in the liquid. The needle is assembled onto the syringe. A visual inspection of the syringe is performed and no component deviations were observed which can explain the complaint. It cannot be determined whether the fiber present in the returned container, was initially present in the syringe. According to local procedures, retain sample testing was not performed. Since no manufacturing related deviations were identified and it cannot be determined whether the fiber present in the returned container was initially present in the syringe, a conclusive root cause could not be determined. A potential root cause for foreign material could be attributed to: - a component related issue. This is unlikely as during incoming inspection and during in process control no deviations were reported concerning this complaint. - an incident during filling. This is unlikely as no in process control deviations related to this complaint were reported during filling. A root cause outside the control of the manufacturing site could not be eliminated. The manufacturer internal reference number is: (B)(4).